Event description:
Caller reported that the internal battery charge (ibc) increased by 10% in a short period, which was not currently an issue, but had occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Technical support reviewed the logs and confirmed that a 10% increase in battery charge while on the charger is within the expected range, with no shutdowns or errors related to the continuous glucose monitor (cgm) value, and the caller acknowledged this information.